Event description:
Clinician reports: right ventricular (rv) lead loss of capture and lead impedance warning. Rv impedance less than 100 ohms (no other lead data available) lead was manufactured by boston scientific. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).